Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during dwell 3 of 4. The home patient (hp) did not disconnect and neither did a bag. There was solution in the heater bag only and the luer on the supply line was not completely tight. They cycled power to se 2367 and the hp has no manual supplies and would call the registered nurse (rn). The alarm was cleared. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect prior to the alarm or observed air. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. It was unknown how the hp would complete therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No additional information was available.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was loose connection. This issue is being investigated through CAPA. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.